Event description:
On (B)(6) 2012, this patient underwent treatment for a dissecting thoracic aortic aneurysm. A total arch replacement (tar) procedure and open stent procedure was performed, and two gore® tag® thoracic endoprostheses were implanted. The patient tolerated the procedure. On may 15, 2020, follow-up computed tomography identified a dissection from the distal end of the gore® tag® thoracic endoprosthesis and the leak from the anastomosis site of the reconstructed the left common carotid artery in the tar procedure (outside of the gore® tag® treatment area). 3d reconstruction illustrating both proximal and distal false lumen profusion. 3d reconstruction illustrating contrast pooling around the lsa and the lcca. 3d reconstruction illustrating false lumen perfusion. On (B)(6) 2020, the patient underwent a reintervention using gore® tag® conformable thoracic stent graft with active control® system. First, a left axillary artery ¿ right axillary artery ¿ left common carotid artery bypass procedure was performed. Then, a tgmr373715j was implanted proximally of the previous implanted tag® device to solve the leak from the anastomosis site of the reconstructed left common carotid artery. Then a tgm343420j was implanted to treat the dissection. The dissection was resolved. The patient tolerated the procedure.

Manufacturer narrative:
G5: completed.